Event description:
It was reported that the pt has both a spinal cord stimulator and a cardiac defibrillator implanted. When the defibrillator delivered a shock, it turned the pt's spinal cord stimulator off. The pt experienced a loss of therapeutic effect. It was reported that now when the pt attempts to turn the spinal cord stimulator on with his pt programmer he only gets a triple beep, the device does not turn on. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.